Event description:
A scrub technician experienced dermatitis all over his arms when wearing the gown. He has a history of allergies and will be consulting directly with his dermatologist and having patch testing. No additional information was provided.

Manufacturer narrative:
The customer was not able to provide the lot number. Without a lot number for traceability, it is not possible to review the device history record. No sample was provided, therefore we are unable to investigate and identify a root cause. All products must meet specifications prior to release to market. Materials used in our manufacturing process meet criteria established for raw material specifications. No action will be taken at this time. We will continue to monitor complaints for reports of a similar nature.